Manufacturer narrative:
One 2.6f vascu-PICC was returned for eval. A functional eval of the device revealed a hole in the extension where it enters the luer. A review of the mfg records indicated all device specs and quality requirements were satisfied. The device was evaluated by engineering. Material degradation was found in the area of the two part bond. Extensive testing was performed by engineering to duplicate the complaint. Testing was able to duplicate the crazing/degradation of the material but none of the samples leaked. Engineering was unable to determine the exact cause of the failure; however, this type of failure began after the implementation of the two-part bond when the luer material was changed to isoplast. Engineering has determined that the two-part bond was a contributing factor. Changes are being made to the mfg process to eliminate the two-part bond. The luers will be over molded on the extension. Medcomp is also revising the extension material to a stiffer durometer. Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.

Event description:
It was reported that the "catheter was cracked and leaking on the 23g lumen at the junction of the clear extension piece and the white luer piece had fluid leaking from around the junction."